Event description:
Purchased biniki solar eclipse glasses, marketed as made in USA, through amazon for use by me and my family ages 9 to 64. Product labeling provides cause for concern that this product may not perform as advertised and that the product may not be iso 12312-2 certified: product references the website www.qwsolarglasses.com which does not exist. Claims to be an authorized distributor by (B)(4). However, the website for (B)(4) makes no reference to this or any other address. I can only find a similar address of (B)(4) but find no connection to (B)(4). Product labeling further refers consumer to the email address: (B)(4). What company uses a gmail email address? Further claims include: protective polymer lenses made in the USA to strict iso standards. Final production and assembly in china. The product is a six pack of paper glasses with plastic blackout lenses similar to disposable 3d glasses used in a movie theater. The outside of the box has a graphic showing what looks like a picture of a sun in various phases of eclipse. The box also has the letters USA printed on it. The outside of the glasses are printed with an outer space theme that includes a sun.